Event description:
During transfer from chair to bed, the strap of the portable lift broke near the carabiner. The patient fail on the bed, and the lift landed on her stomach. There was no apparent injury.

Manufacturer narrative:
H6-code 68: bhm investgation concluded in a negligence of inspection, and maintenance of the strap. When daily inspection of the strap is made, characteristics of wear is clearly visible. We consider this incident closed.